Manufacturer narrative:
Date rec¿d by MFR : 28aug2019, date of report : 30aug2019. The customer did not respond to multiple attempts to obtain additional information. The touchscreen replacement could not be confirmed. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator's touchscreen had an issue. There was no patient or user involvement.